Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and yellowed edta clumps were found. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retention samples from bd inventory were visually inspected and edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for an additive abnormality. This complaint has not been confirmed for foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter (fm) was observed in an unspecified number of tubes. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter(fm) was observed in an unspecified number of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-oct-2024. Investigation summary: bd received eighty (80) samples and one (1) photo for investigation. The samples and photo were reviewed and yellowed edta clumps were found. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, one hundred (100) retention samples from bd inventory were visually inspected and edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for an additive abnormality. This complaint has not been confirmed for foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.